Event description:
It was reported on 11/23/2022 by a sales representative via sems that an abs-10011 acp kit needle disengaged from device during injection. Case involvement, broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. The device was not received for evaluation and, no photo was provided for investigation. The most likely cause of this condition is user error.